Manufacturer narrative:
At this time no conclusions can be made. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2010: the patient underwent surgery for implant of an unspecified bard/davol composix l/p. The patient had subsequent surgical intervention due to the composix l/p device. The patient is only making a claim for an adverse patient outcome against the composix l/p. The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Manufacturer narrative:
At this time no conclusions can be made. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jul-2010) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2010: the patient underwent surgery for implant of an unspecified bard/davol composix l/p. The patient had subsequent surgical intervention due to thecomposix l/p device. The patient is only making a claim for an adverse patient outcome against the composix l/p. The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2010 - patient was diagnosed with ventral hernia thereby underwent laparoscopic repair with implant of composix l/p mesh. Per operative notes, ¿ the hernia defect in the supraumbilical area was repaired with composix l/p mesh. The composix l/p mesh is folded, inserted into the abdominal cavity with marlex mesh facing the abdominal wall and attached using staples." (B)(6) 2013 - patient was diagnosed with recurrent incisional hernia repair thereby underwent laparoscopic repair. Per operative notes, ¿adhesions from the previous hernia repair were lysed. A mesh was cut and inserted folded with the quadrant part facing abdominal cavity and sutured.¿ (note, no product identifiers provided for the mesh implanted during this repair." (B)(6) 2013 - patient was diagnosed with large seroma with possible infection thereby underwent open repair removal of mesh. Per operative notes, ¿large seroma was noted which appeared bloody and relatively thick consistent with possible infection. The adhesions were removed. The marlex mesh is detatched from the abdominal wall and entirely removed and sutured."